Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method/results/conclusion: directions for use indicate rubber dam use is required. The office used no isolation, which is inadequate.

Event description:
Hygienist called with regard to gluma desensitizer, which she had used on a female patient in her early 50's on thursday (B)(6) 2014. Hygienist said she usually uses "aqua seal" but noticed this product was expired so she grabbed a bottle of gluma desensitizer to use instead. She said she used "no cotton roll isolation, just slapped it on." The area used was the lower anterior for cervical erosion, facial surface. She said she just swabbed it on and it got onto the patient's gingiva. The patient called back and complained that her gum tissue felt numb and puckered. She asked what can be done to help the patient. I explained that I cannot give medical advice and the patient should be instructed to consult with her medical doctor. I advised hygienist of the ingredients in the product and went over the directions for use. I paid special attention to the part of the directions that recommend the use of a rubber dam. I told her that only the smallest amount of product be used and special care should be taken to keep it off the gingiva. (B)(6) 2014. Hygienist called back with a follow up call from the patient. She was told the patient is out of pain and the area just feels rough. I asked for the office address and fax number and offered to replace this for her so I could bring it in for evaluation. The lot number given shows this is old product, expired in 2003, and I will verify the lot number once received. I did not have the office info or hygienist's name as she called from her home, this was given today. I asked if the patient went to her medical doctor or if the dentist prescribed anything or gave her directions to follow. She said neither, they only suggested warm salt water rinses. I asked if I could follow up in a week or so to check on the patient and she said I could. (B)(6) 2014. (B)(6) is on vacation until monday, (B)(6) 2014. I will call her back to follow up on this complaint and the patient. (B)(6) 2014. Product that was returned was power gel with a syringe lot number 010030 expiration date 6-2014. Part number changed to reflect this. Rdp this is a serious injury (as defined in 21 cfr section 803.3) and requires intervention to prevent potential permanent harm to a body structure.